Event description:
Patient reached across her body during a shower and the back of the chair popped off causing the patient to lose her balance. Chair and patient fell backwards. The patient hit her shoulder and back. Complained of low back pain only. The chair back has a male adaptor on each side that fits into the seat of the chair. This "popped" out of the holes in the seat when the patient leaned against the back of the chair.